Event description:
Edwards received notification from our affiliate in germany. As reported, this was a case of an implant of a 26mm sapien 3 ultra valve in the aortic position by transfemoral approach. During the procedure, difficulty was noted when inserting the delivery system into the esheath some push force was applied but the team finally decided to remove the system. The withdrawal of the delivery system was performed without any difficulty. When the esheath+ was taken out from the patient it was noted to be damaged, probably caused during the withdrawal of the delivery system. The patient did not experience any damage.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be completed upon completion.

Manufacturer narrative:
The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, events reporting resistance during delivery system insertion/advancement through the sheath and potential valve frame damage using the s3u/s3ur valve configuration have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to vessel tortuosity, calcification, undersized vessels, and/or steep insertion angle. In addition, valve frame and/or sheath damage can be a result of increased push force and any excessive device manipulation or sheath-valve interaction. In this case, the complaint difficulty advancing the delivery system through sheath was confirmed based on the evaluation of the provided imagery. Available information suggests patient factors (tortuosity) and procedural factors (steep insertion angle) likely contributed to the event as 3mensio revealed presence of tortuosity within patient's access vessel and the provided information indicated that a steep insertion angle was used. Tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Non-coaxial advancement of the delivery system through the sheath may lead to resistance. In addition, a steep insertion angle can result in non-coaxial alignment between the delivery system and sheath. Non-coaxial advancement of the delivery system through the sheath may lead to resistance. The of sheath liner punctured was confirmed based on the evaluation of the provide imagery. Available information suggests patient factors (tortuosity) and procedural factors (device manipulation) likely contributed to the event as 3mensio revealed presence of tortuosity within patient's access vessel and reported information indicate that ''it was applied some push force [...]''. It is possible that additional device manipulation to overcome the resistance may be applied during the procedure resulting in damage to the liner. During delivery system advancement through a challenging pathway, it is possible that the devices may not be coaxially aligned. This can lead to the crimped valve to catch onto the sheath liner and lead to damage. Additionally, excessive device manipulation applied to overcome the resistance can further damage the liner through continued interaction between the crimped valve and sheath. Vessel tortuosity if present can exasperate the interaction between the crimped valve and sheath. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.